Manufacturer narrative:
This report is filed december 12, 2013.

Event description:
Per the surgeon, the device was explanted on (B)(6) 2013 due to thin skin flap; during the same surgery the patient was reimplanted with a new device.

Manufacturer narrative:
Device currently unavailable.